Event description:
The patient reportedly experienced no sound. External equipment was exchanged and programming adjustments were made, however the issue was not resolved. Revision surgery has been scheduled.